Manufacturer narrative:
D.4: unique device identifier not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server orders from epic were not crossing over to the pyxis devices. As a result, users were unable to pull medications under patient profiles tied to active orders, and override functionality had been enabled to maintain medication access. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.